Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Visual inspection revealed brunt wires. The technician replaced the pigtail and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspected device.

Event description:
It was reported to vyaire that the ltm ii wires are burned. The customer confirmed that there was no patient involvement associated with the reported issue.